Event description:
I obtained invaslign orthodontic appliances on (B)(6) 2015. I developed a sever tongue ulcer requiring treatment with triamcinolone dental paste. I also developed an infection involving my throat, requiring chlorhexidine rinses. The discomfort was fairly severe, interfering with my ability to speak and eat. I abandoned invisalign treatment on (B)(6) 2015 due to discomfort.